Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low readings and hospitalization. The customer stated that he had a high reading of 459 mg/dl and went low to 21 mg/dl and ended up in an accident. The customer stated that he released too much insulin. The customer treated with the pump. The customer declined to troubleshoot for high and low readings.